Event description:
The customer reported a leak of blue colored fluid from the lh750 instrument. The volume of the leak was reported as one to two ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found valve 53 (vl53) was leaking diluent. The fse replaced the tubing at vl53 to resolve the leak. Upon recur; the failure mode is likely to generate erroneous differential and retic results due to improper drain of the waste chambers. (B)(4).